Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in severely tortuous and severely calcified right anterior tibial artery. A 2.0mm x 150mm x 150cm, mr coyote balloon catheter was advanced for dilatation and was inflated initially at 10 atmospheres (atm) for 10 seconds. However, during second inflation at 8 atm for 5 seconds, the balloon was vertically ruptured at the middle part. The device was removed, and the procedure was completed with different device. There were no patient complications nor injuries reported and the patient was in good condition after procedure.